Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user began initial ilet training, used approximately 80 units of insulin during the session, changed the cartridge, and later experienced hyperglycemia with glucose readings in the 200¿320 mg/dl range while the device continued delivery and learned basal and meal needs. Symptoms included hyperglycemia without loss of consciousness, dizziness, ketoacidosis, or other acute complications. Outcomes included no medical intervention, no backup therapy, and no ketone testing, with glucose trending down to 267 mg/dl on follow-up while the user had adequate insulin on board. Investigation included troubleshooting and education on ilet adaptation to basal and meal requirements. Investigation of this case revealed no device malfunction or alarm behavior and that the event was consistent with expected glycemic variability during early adaptation when high carbohydrate intake occurred. It was concluded, based on previously established findings for similar reports, that the cause was unclear.